Event description:
It is reported that the pt is presenting with signs of radiolucent fibrous ingrowth of the femoral stem.

Manufacturer narrative:
This report will be amended when our investigation is complete.